Event description:
On (B)(6) 2009, pt reported she sees insulin inside the infusion device. Pt stated she does not recall how insulin would have gotten inside of the pump. Pt stated it would be less than 10 units. Pt reported no insulin poured out of the infusion device. She stated she dried the infusion device with a cotton swab. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.